Manufacturer narrative:
On 05/19/2025, intuitive surgical, inc. (Isi) received mw5169967 stating: surgeon performing robotic hiatal hernia repair with extensive lysis of adhesions. Vessel sealer being used extensively. At around 1125, the vessel sealer lost the ability to open or close. No wires noted to be broken. No other defects noted. When this writer attempted to open and close jaw manually when instrument off the field, unable to do so. No injury to patient, no pieces left in patient. Minimal delay to procedure while new vessel sealer was procured and opened to field. The vse was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage .074". The knife slot measurement was .027". No conductor wire damage or snake wrist damage was found. There was a substantial amount of bio debris found at the instrument tips. Components adjacent to this dislodged blade do not show damage. Root cause of dislodged blades is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that, the vessel sealer extend jaws lost the ability to open and close. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. There was no bleeding, and no unexpected tissue removal reported. There was no injury to the patient and the procedure was completed.